Event description:
It was reported that the lens surface of an ultrasound 8c probe was hot and a pt felt pain like an electrical shock during application which lasted approximately 10-15 minutes. There was no reported pt injury associated with this issue. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9710090-2011-00001. An urgent medical device correction letter was sent to customers with affected units, informing them of the issue. Software of all affected ge logiq p6 ultrasound units will be updated in the field. This issue was reported to FDA per 21 cfr 806 on 12/21/2011. Reference report number: 9710090-12/21/11-001-c.